Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate. The following was received by the initial reporter: the alignment of the needle bevel with the unit numbers on the syringe's body poses a significant challenge during usage. When inserting the needle with the bevel facing outwards to facilitate a painless injection, it becomes impossible to read the numbers on the syringe. For a comfortable insertion, the tip of the bevel should ideally face the tissue. However, in this position, the numbers on the syringe are also oriented towards the tissue, making them unreadable. I believe that altering the design to ensure the numbers are easily visible while accommodating the recommended needle bevel position for painless insertion would significantly enhance the usability and convenience of your product for medical professionals like myself. I kindly request your consideration in reevaluating this aspect of the syringe design to facilitate a smoother and more efficient experience for healthcare practitioners using your insulin syringes for various procedures, including botox injections. Thank you for your attention to this matter. I would greatly appreciate any steps taken to address this concern. Verbatim: dear bd company team, I hope this message finds you well. A dentist from canada who regularly uses your insulin syringes for botox injections. I am writing to address a design issue that I have encountered with your product. The alignment of the needle bevel with the unit numbers on the syringe's body poses a significant challenge during usage. When inserting the needle with the bevel facing outwards to facilitate a painless injection, it becomes impossible to read the numbers on the syringe. For a comfortable insertion, the tip of the bevel should ideally face the tissue. However, in this position, the numbers on the syringe are also oriented towards the tissue, making them unreadable. I believe that altering the design to ensure the numbers are easily visible while accommodating the recommended needle bevel position for painless insertion would significantly enhance the usability and convenience of your product for medical professionals like myself. I kindly request your consideration in reevaluating this aspect of the syringe design to facilitate a smoother and more efficient experience for healthcare practitioners using your insulin syringes for various procedures, including botox injections. Thank you for your attention to this matter. I would greatly appreciate any steps taken to address this concern. Please feel free to reach out if you require further clarification or information. I can provide you some photos if the box of the product. I also wanted to add that I have encountered this issue not only with this batch. I am using the bd insulin syringes both 6mm and 8mm for almost past 2 years and all the batches I used were the same in that matter.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate. The following was received by the initial reporter: the alignment of the needle bevel with the unit numbers on the syringe's body poses a significant challenge during usage. When inserting the needle with the bevel facing outwards to facilitate a painless injection, it becomes impossible to read the numbers on the syringe. For a comfortable insertion, the tip of the bevel should ideally face the tissue. However, in this position, the numbers on the syringe are also oriented towards the tissue, making them unreadable. I believe that altering the design to ensure the numbers are easily visible while accommodating the recommended needle bevel position for painless insertion would significantly enhance the usability and convenience of your product for medical professionals like myself. I kindly request your consideration in reevaluating this aspect of the syringe design to facilitate a smoother and more efficient experience for healthcare practitioners using your insulin syringes for various procedures, including botox injections. Thank you for your attention to this matter. I would greatly appreciate any steps taken to address this concern. Verbatim: dear bd company team, I hope this message finds you well. A dentist from canada who regularly uses your insulin syringes for botox injections. I am writing to address a design issue that I have encountered with your product. The alignment of the needle bevel with the unit numbers on the syringe's body poses a significant challenge during usage. When inserting the needle with the bevel facing outwards to facilitate a painless injection, it becomes impossible to read the numbers on the syringe. For a comfortable insertion, the tip of the bevel should ideally face the tissue. However, in this position, the numbers on the syringe are also oriented towards the tissue, making them unreadable. I believe that altering the design to ensure the numbers are easily visible while accommodating the recommended needle bevel position for painless insertion would significantly enhance the usability and convenience of your product for medical professionals like myself. I kindly request your consideration in reevaluating this aspect of the syringe design to facilitate a smoother and more efficient experience for healthcare practitioners using your insulin syringes for various procedures, including botox injections. Thank you for your attention to this matter. I would greatly appreciate any steps taken to address this concern. Please feel free to reach out if you require further clarification or information. I can provide you some photos if the box of the product. I also wanted to add that I have encountered this issue not only with this batch. I am using the bd insulin syringes both 6mm and 8mm for almost past 2 years and all the batches I used were the same in that matter. ________________________________________

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.